Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Troubleshooting was done for button error, but declined to troubleshoot for unexpected restart alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump passed self-test, error test and displacement test. No unexpected alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and missing end cap sticker.